Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok, up, down, and the audio bolus buttons were intermittently responding to button presses. The reporter stated that there was no known trauma to the pump and the keypad was intact. The patient reportedly wore the pump on a belt or in a sports pack and cleaned the pump with a dry toothbrush. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm or duplicate intermittent/unresponsive keypad buttons. Testing confirmed the up, down, ok and contrast buttons are responsive to button presses and are functional. The buttons have spring back and click. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts and found that contamination was present under the contacts of all buttons.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.